Manufacturer narrative:
Analysis of the device found that visually, the distal tip had broken off the inner cutter. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The assemblies were deformed and there was an uneven wear at the cutting tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the inner blade broke off during the functional endoscopic sinus surgery. The blade was used in the usual way. There were no fragments left in the patient's body. There was no delay in the procedure. The case was completed using a different blade. There was no patient impact.